Event description:
Patient was revised due to loosening of the femoral component and poly wear of the insert.

Manufacturer narrative:
Examination was not possible as no product was returned. The root cause could not be determined, but it would not be unreasonable to expect some wear after 10 years of implantation. The need for corrective action was indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.